Event description:
MFR rec'd a law suit from an attorney alleging that a power wheelchair user was traveling down a dark street and was struck by a truck. As a result of this incident, the user sustained several serious injuries. Aside from the wheelchair not being visible, no malfunction has been reported. The suit also alleged that the driver of the truck was impaired through the use of alchol and traveling at an unsafe rate of speed. The owners manual for the wheelchair warns against operating on streets or highways.